Event description:
It was reported the patient had lung pain and could not breathe well when their implantable neurostimulator (ins) was on. It was reported this issue started about two years ago. The patient was told by their hcp to turn the stimulator (ins) off and not to use it. It was noted the patient had the ins take out on (B)(6) 2013. It was noted the patient lived in a place that had an alarm system and it "did not do well with the device." It was reported the alarm stayed on in the house. It was further reported, the patient had an unrelated MRI of the brain to rule out parkinson's disease.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; , product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).